Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2 had failed and had burning smell. A field service engineer identified that the retractor band was burnt and broken and replaced it, also observed worn spots on the pyxisbus cable and replaced it as a precaution. After replacing the pyxisbus cable and retractor band, noted that the drawer board and t-board were still not lighting up, replaced both components, found that the drawer would not latch due to a seized solenoid that was unable to move, replaced the latch solenoid as well. After completing all replacements, powered on the machine, confirmed that it was functioning as expected, and had the customer perform an inventory check on drawers 2.1 and 2.2, which completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2 failed and had burning smell from pyxis. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.